Manufacturer narrative:
There is no way to know whether this device was manufactured y foshan r. Poon medical products co., ltd. Since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: it was reported that the seat on an unknown commode is cracked.